Manufacturer narrative:
The device was repaired at the healthcare facility by a field service technician.

Event description:
It was reported that at the healthcare facility, one of the wheels was found to be broken off the navigation system cart. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was repaired at the healthcare facility by a field service technician.

Event description:
It was reported that at the healthcare facility, one of the wheels was found to be broken off the navigation system cart. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.